Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and fluid underneath the screen. The customer's blood glucose level was 350 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump has not returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low battery, no batt, battery out limit alarm or any alarm due to failed batt test alarm. No moisture damage on keypads or electronic assembly during visual inspection. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.